Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
(B)(4). No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the connector pin measuring 41.4cm was returned for analysis. External insulation abrasion was noted at 11.5-12.2cm from the connector pin, consistent with lead friction to the ICD can. Externalized conductors due to external insulation abrasion was noted at 18.8-20.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. External insulation abrasion was noted at 17.4-17.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.